Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was rising, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was noted. The analyst noted that beginning (B)(6) 2015, the rv pacing impedance measured 1000 ohms. Impedance rose abruptly to 10,480 ohms on (B)(6) 2015. Additionally, beginning (B)(6) 2015, the v. Sensing integrity counts were up to 64; no episodes or events were saved to confirm oversensing during episodes. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rise in impedance to high measurements. Oversensing was also observed. It was noted that capture threshold had risen. The lead was capped and replaced. No patient complications have been reported as a result of this event.